Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the black part of the pump where the reservoir locks into the pump has cracked and broken. It appears that the reservoir was still securely inserted for now and need the pump replaced. The insulin pump will not be returned for analysis.